Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. Details regarding the customer¿s symptoms and treatment remain unknown, as they declined to respond to the troubleshooting questions; however, they reported visiting the hospital due to an unspecified low reading. There was no report of death or permanent impairment associated with this event.